Manufacturer narrative:
It was reported that the device failed the flow transducer test during pre-use check. The reported issue was confirmed by the review of the received device logs. The device was troubleshooted onsite, the issue was resolved after the device expiratory channel printed circuit board (pcb) was removed, cleaned and reinstalled. The device passed all test afterwards, no parts were verified faulty, the issue was resolved by cleaning the contacts, and reassembling the expiratory channel pcb.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. (B)(4).